Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional information b5: additional information was received from the affiliate stating that there was no reports of serious injuries, the use of x-ray or medical intervention was not needed as the piece was easily retrieved from the patient, and no additional medical intervention or prolonged hospitalization was required.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. A3, a4: additional information was received on july 12, 2021 from a user submitted report. Stating the patient was a 26 year-old female.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional information b5: additional information was received on july 12, 2021 from a user submitted report. Stating the blade of the craniotome device was damaged. It was reported that the patient was comatose due to cerebral hernia on june 29, 2021 and underwent intracranial hematoma evacuation in the operating room. The surgeon performed a skull incision, which broke the tip of the device when the device was lifted up at the end of the procedure. The surgeon stopped using the device immediately. The broken piece was retrieved and was discarded. It was reported that the procedure was completed with another device. Correction d4, h4: please note that the serial number was documented as unknown in the initial medwatch report. The correct serial number (B)(6) has been updated n section d4 of this medwatch report. The unique identifier (UDI) has been updated accordingly. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (march 10, 2020) has been updated to reflect the date the device was manufactured. UDI ¿ (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the front end of the craniotome device was broken into 2 pieces. It was reported that there was no delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.